Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On an unknown date, the patient was hospitalized and began treatment with vancomycin injection (1g and discontinued) and meropenem injection (1g and discontinued) for peritonitis. At the time of this report, the patient was recovered from the event and was discharged from the hospital. Pd therapy was ongoing. No additional information is available.